Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. Evaluation summary: the device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted. No lens in the device. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported event appears to be related to user handling. Evidence suggest that the lens was delivered or removed from the device. An attempt was then made to deliver the lens through a cartridge. The lens was returned position upside down and pressed against the roof of the cartridge. The lens position indicates a plunger underride occurred. This was most likely due to the lens being loaded upside down the cartridge. The issue does not appear to be related to the device. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, " the lens would not come off the plunger." The iol was replaced in the same procedure with no reported harm to the patient. Additional information has been requested.